Event description:
It was reported that during priming with one unit of prismaflex m150 set, an external fluid leakage was observed at the "inlet of the polysulfone membrane". The set was replaced. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: removal of information in section f related to importer - the initial report inadvertently included information in f7: report type. This information is being removed as this MDR is a manufacturer MDR (and not an importer MDR). Should additional relevant information become available, a supplemental report will be submitted.